Event description:
It was reported that the device was used during an unknown procedure. It was reported that the handpiece stopped working. The case was completed with another hp052. There was no pt consequence.